Event description:
The reporter stated that the device results were high and the pt had to go to the ER. He was admitted for three days with hyperglycemia. Per the family member the pt had been injecting insulin in the same spot on his leg and the insulin was not getting into his body.